Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by handling the device in accordance with the instructions for use (IFU), inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device. Additional information added to fields b5, d9, h2, h3, h4 and h6.

Event description:
It was reported that the bending section of the colonovideoscope was not responding while angulating to the left, possibly due to a cut wire. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope insertion tube had snapped, left loose and up / down snaking angulation. There were no reports of patient involvement.